Event description:
The consumer reported a conflicting result with the binaxnow covid-19 ag self-test performed on (B)(6) 2021 tested as in direct nasal kitted swab. The user performed two (2) binaxnow covid-19 ag selt-tests. The first test generated a positive result and the second test generated a negative result. Confirmation testing was not performed. The user was advised to communicate with his healthcare provider and to seek additional confirmatory testing. No consumer impact/ outcome occured as a result of the event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 173466 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160/195-260/ lot 173466 and device part number 195-430h / lot 170927. Quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.